Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the (wire would not pass through lead) allegation was not confirmed based on a passing stylet insertion test. Complete lead was returned intact not severed. A stylet insertion test passed without issue indicating no blockage in the lumen. Visual inspection revealed no abnormalities the lead tip appears normal.

Event description:
It was reported that this left ventricular (lv) lead was unable to be successfully implanted due to wire would not pass through lead. No adverse patient effects were reported. This is a malfunction reportable due to tr17002 acuity x4 guidewire advancement difficulties in lead.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this left ventricular (lv) lead was unable to be successfully implanted due to wire would not pass through lead. No adverse patient effects were reported. This is a malfunction reportable due to tr17002 acuity x4 guidewire advancement difficulties in lead.